Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided capsular contracture (grade unknown) and surgical intervention. The patient stated that she experienced breast pain and had a ripple in the middle of her breast. The patient couldn¿t pick up her child due to the capsular contracture pain. As a result, the patient underwent a surgical intervention with her implanting surgeon to remove the scar tissue. However, the device was not explanted at that time. At the time of this report, mentor has received no information regarding an expected explantation date.